Manufacturer narrative:
Additional information was requested from the facility and no information was provided. Lenstec cannot corroborate the claim of "fragments of the plunger were left in the eye". Requested items, i.e. Photos, patient condition, patient history were not provided. The lens remains implanted. Lenstec can confirm that all procedures in the manufacturing and packaging of the pli device were conducted correctly. The visual inspection carried out revealed no defects on the folding cams, closing cam or the pli tip. However, the plunger was slightly bent and during manipulation, it was hitting the pli body resulting in the two specks seen. All dimensions for these components were within specification. The pli body also carried no defects. Lenstec can confirm that all pli components are inspected during assembly of the pli to ensure that they meet our quality standards. Additionally, the review of the receiving documentation for all the pli components showed no defects when the components were first received. Lenstec has also conducted extensive testing on these pli devices, both during design and in the manufacturing process. As such, lenstec recommends that the instructions for use which are enclosed with each pli be carefully followed to ensure successful implantation of the lens.

Event description:
Lenstec received a customer complaint stating "fragments of the plunger were left in the eye, had to remove with visco, some left in cornea but looked ok 2 days post op".